Manufacturer narrative:
Resubmission of initial report as per FDA on 7/28/20. The log files from the reported incident were deleted and the engineer has been unable to duplicate the situation. The investigation of the reported issue is on-going. A supplemental report will submitted if additional information becomes available. This report was submitted april 26, 2017.

Event description:
It was reported that during an exam the axiom luminos tf system started beeping fast and intermittently. An unintended system movement was reported as well. The system tilted on its own for several seconds before stopping. The operator waited for this behaviour to end and then completed the exam without further incidents. There are no injuries attributed to this event. According to siemens engineer, who inspected the system, no one was touching the system controls during the incident. The customer was advised to push the emergency stop bottom to stop all system movements in case of another incident.